Event description:
According to the report: a hissing noise occurred and then when the instrument was brought outside the pt, the blade side of the instrument fell off. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4).